Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump intermittently reset unexpectedly. There was no impact to the customer¿s blood glucose. Additional information was not provided. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.